Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, suture broke with minimal tension. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Investigation summary: an opened box with twenty packets of product code z466h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: broke during procedure, multiple dates during surgery and not sure number of packets that were bad, said it was not every pack that broke from the box but enough to cause an issue and raise a red flag.

Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Investigation summary: an opened box with twenty packets of product code z466h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: broke during procedure, multiple dates during surgery and not sure number of packets that were bad, said it was not every pack that broke from the box but enough to cause an issue and raise a red flag.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, suture broke with minimal tension. There were no patient consequences reported. Additional information was requested.